Event description:
It was reported that the lead had good impedance and sensing but no pacing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that electrical resistance and cross continuity test results were within specifications. No anomalies were found.